Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: cover edge32,50cm4x8 surgical lead; model#: sc-4316, lot #: 18323762, description: next generation anchor kit sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.